Event description:
It was reported to depuy acromed that the hexlobe driver tip was broken off from the shaft. According to the complainant, the tip broke off in a typhoon cap during final tightening. The tip remains in the cap. The surgeon used 100 in/lbs of torque which may have contributed to the event. There were no other adverse consequences to the pt. A dimensional analysis was performed on the shaft and the instrument conformed to specifications. Rockwell hardness test was performed and the instrument conformed to specifications.